Manufacturer narrative:
H.6. Investigation summary: 5 actual samples were returned for investigation. 1 sample was found being activated and unable to check for sign of needle shield coming out from the hub. The remaining 4 samples were subjected to visual inspection to check for sign of needle shield coming out from the hub. 1 sample was observed with gap between hub and needle shield while no abnormality observed on the other 3 samples. Eclipse hub built from mold l101 were used to build the eclipse assembled needle batches. Reviewed of the hub and shield molding first piece record showed that the results were within specifications but at the lower specifications. The routine needle shield pull force at the outgoing inspection is within specifications. Improvement had been made to the hub mold l101 to produce nominal dimension for all the cavities on (B)(6)2019. Conclusion: our quality engineer inspected the returned units and confirmed there was a gap between the needle shield and hub. Since the production of this batch improvements have been made to the hub molding for this product line. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Event description:
It was reported that sterile breach occurred before use with a syringe 3ml ll w/ndl eclipse 23x1 rb. The following information was provided by the initial reporter, "the needle shield is not tight and is opened in the bag." 5 occurrences were reported before use.

Manufacturer narrative:
(B)(6). PMA / 510(k)#: k980987, k161170. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with a syringe 3ml ll w/ndl eclipse 23x1 rb. The following information was provided by the initial reporter, "the needle shield is not tight and is opened in the bag." 5 occurrences were reported before use.